Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of sleeve detachment.

Event description:
It was reported that during an obtryx ii system - halo implant procedure, the sleeve detached and was removed from the patient. The procedure was completed with another obtryx ii system - halo device and there were no patient complications reported.